Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. [(B)(4)].

Event description:
Literature article abstract entitled, ¿outcome of a hemispherical porous-coated acetabular cup with proximally hydroxyapatite-coated anatomic stem. A concise follow-up report at a mean of twenty years¿ by carbonell escobar r., et al, found in abstracts from the 12th congress of the european hip society (2016), page s12, abstract number op03-64, was reviewed. The purpose of this abstract is to report the updated results at 20 years for a previously reported cohort of patients who underwent a single updated total hip replacement. Implanted depuy products: duraloc cup, profile stem, 28-mm polyethylene liner, and a femoral head were used in all patients. Results: 6 cups and liners were revised due to polyethylene wear . 1 mispositioned cup- there is insufficient information provided within the text of the abstract to determine if treatment was required. 5 cups, heads and liners were revised due to late dislocations. All revised cups showed were well-fixed and osseointegrated during surgical revision. Captured in this complaint: 1 duraloc cup: implant misposition. 11 polyethylene liners: implant bearing wear and implant dislocation. 5 femoral heads: implant dislocation. Patient harms: joint dislocation, medical device removal, surgical intervention. The 11 cups revised due to polyethylene wear and dislocation had no reported product problems. There is insufficient information provided to attribute the polyethylene wear and dislocations to the cup.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Investigation methods: was patient affected: yes. Device history reviewed: no. Lot trace obtained: no. Complaints database searched: no. Product checked: no. Label checked: no. Product pulled from stock for inspection: no. A review of complaint databases was not possible as no product details were received. It should be noted that no device was returned. Without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. The device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. Post market surveillance is per (B)(4).